Event description:
It was reported that the right atrial (ra) lead was explanted due to lead dislodgement during coronary artery bypass graft (CABG). The helix was unable to retract and part of lead was taken out in pieces. Subsequently a new ra lead was successfully implanted. No additional patient adverse effects were reported. The lead is not expected to return for analysis.